Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and the reported single leaflet device attachment (slda) is the result of patient morphology/pathology (extremely large posterior leaflet prolapse). The image resolution poor was related to imaging being challenging due to the proximity of the clips; therefore, the reported image resolution poor was associated with procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The patient had an extremely large posterior leaflet prolapse. The first clip delivery system (cds) was advanced to the mitral regurgitation and the clip (cds0701-xtw, 10506r131) was implanted at a2/p2, reducing mr from severe to mild. Although the mitraclip reduced the mr to an acceptable result, the physician decided to place a second clip to further stabilize the severely prolapsed leaflets. The second clip (cds0701-xt, 10607r121) was placed just lateral to the first clip. Imaging was challenging due to the proximity of the clips. The leaflets appeared to be well inserted given the difficult images and the clip was deployed. After clip deployment, fluoroscopy showed that the second clip was not stable. The clip had detached from the anterior leaflet and remained attached to the posterior leaflet. The mr remained mild and the physician did not see another area to place a third clip. Two clips implanted, reducing mr to 2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.